Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under infused. The day prior to the event onset at 15:35, a new bag of heparin was hung. The following morning, a partial thromboplastin time (ptt) was drawn, and the results were 36 seconds. After administering the heparin bolus and adjusting the heparin drip rate from 13ml/hour to 18ml/hour per protocol, the nurse observed the volume to be infused (vtbi) on the IV pump screen showed 15ml, suggesting the bag was nearly empty. However, the bag was noted to be full. A second nurse checked the tubing; however, no issues were found. Despite showing drops in the chamber only a few drops were visible with the low rate. The nurse replaced the pump and tubing with new equipment and hung the heparin, which appeared to be dripping correctly. No further information was provided at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.